Event description:
It was reported that the patient developed an infection at the Pod¿s insertion site Arm while wearing the device for an unknown duration. The patient's blood glucose values were not provided. The patient reported the infusion site to have a pain, redness, a lump, and discharge. The patient attended a doctor's office appointment on (b)(6) 2026 where they were subsequently diagnosed with an infection. The patient was treated with antibiotics and the infection was drained. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.5.Hardware: iPhone12.5.CGM Sensor Type: Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.